Manufacturer narrative:
The sureform 60 stapler instrument and the white 60 reload accessory involved with this reported event are not being returned; therefore, failure analysis investigations cannot be performed. The stapler logs revealed no relevant reload issues.

Event description:
It was reported that after a da vinci assisted right hemicolectomy, the patient experienced a staple line bleed. The surgeon was not able to provide the date of this event, but stated their technique for the procedure has not changed. The surgeon said they perform an intracorporeal anastomosis using the sureform 60 stapler instrument. Two sureform 60 blue reloads are used to divide the bowel. A sureform 60 white reload is used for the side-to-side anastomosis. The surgeon said there were no errors received during the stapler fires of this procedure, there were no obstructions to this fire, and surgeon did not staple over an existing staple line. After the completion of the fire, the staple line is confirmed to be in good condition. The surgeon checked the entire abdomen and found no bleeding; the patient was then closed, and the procedure completed. However, approximately 24-36 hours post-operation, the patient experienced bowel movements with red bleeding. The surgeon believed this was a result of a staple line leak from the side-to-side anastomosis. The patient required additional hospitalization, extending their stay about 2-5 days.